Event description:
Customer reported multiple instances of low blood glucose levels over the past one to two weeks, with the lowest level approximately 44 mg/dl. The customer consumed carbohydrates to address the low levels. Recommendation was made to consult with a healthcare provider regarding diabetes management.